Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a high blood glucose of 410 mg/dl. No symptoms were reported at the time of the incident. The customer was treated for high blood glucose via manual injection. Customer's mother stated there was an insulin flow block alarm. Troubleshooting for the insulin flow block alarm and high blood glucose was declined. The customer was advised to change entire infusion set system. No products will return for analysis. It was not mentioned if the auto mode feature was in use. Frn-unknown model-reservoir.